Manufacturer narrative:
Onsite testing of the involved device performed by a spacelabs field service engineer (fse) confirmed the equipment performed to specifications. The testing was witnessed by a facility staff member. Spacelabs has launched an investigation into this event and will file a complete report when the investigation is finished.

Event description:
Spacelabs received a report that an arkon anesthesia machine stopped ventilating in the middle of a case on (B)(6) 2015 at 7:30 a.m. No error indicators displayed. No one was injured as a result of this event.

Manufacturer narrative:
Onsite investigation of the involved device by a spacelabs field service engineer determined there was no malfunction. No trouble was found with the device when the same circuit is used for both the checkout procedure and patient. The equipment logs indicate an adult patient circuit was used by the customer to run the automated checkout procedure which measures system compliance. The customer stated they did not rerun this procedure with a pediatric circuit (as recommended in the operations manual) when they selected a pediatric circuit for patient use. This report is considered final and this issue closed.